Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this bioprosthetic valve, an attempt was made to implant a non-medtronic transfemoral aortic valve. The procedure was emergently converted to an open procedure with femoral extracorporeal membrane oxygenation (ECMO) secondary to aortic annular rupture and pericardial tamponade following post implant balloon aortic valvuloplasty (bav). Following the implant of the bioprosthetic valve with reconstruction of the interventricular septum and repair of a myocardial laceration, the patient was unable to be weaned from cardiopulmonary bypass (cpb) and expired.